Event description:
Information received indicates the brake is not working.

Manufacturer narrative:
The technician found the rocker arm on the foot end of the stretcher was broken, which caused the foot end casters to not hold. The technician used a brake steer upgrade kit to repair the stretcher.